Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection confirmed that the fiber was received in one piece with no defects noted on the fiber body. Microscopic evaluation identified that the fiber tip was degraded, and the connector exhibited no light exiting the connector face. This condition is indicative of an internal connector fracture. Functional testing confirmed no aiming beam. A fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the fiber face. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The product instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Additionally, hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A review of the slimline fibers hazard analysis was completed and confirmed that the event of fiber damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that, during procedure, the debris burned and consequently the fiber burned. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned fiber identified that the fiber connector was fractured.